Event description:
Caller alleged discrepant results compared with the lab. Results on 'ng' were obtained over about 5 months. Strip lot number used is unk.

Manufacturer narrative:
Investigation pending.